Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed as surgical damage, and three openings in posterior and anterior side assessed as surgical damage. Additional observations: missing shell assessed as inconclusive. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, g.2, h.3, h.6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.